Event description:
A caller reported experiencing a cartridge alarm, identified as alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support confirmed consecutive cartridge alarms and decided to replace the pump.